Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was interrogation before an upgrade procedure, and the device was noted to be programmed to vvi65 and no elective replacement indicator (eri) message was present. During a review of device data, an "eri time" was noted and a measurement lock-up condition was suspected. The upgrade procedure occurred as previously scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.